Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the result of the evaluation once it is completed.

Event description:
A report was received that stated the patient was receiving an infusion via an implantable portal access system. The suspect medical device was utilized as the needle and the cannula of the needle was inserted into the portal of the access system. During removal of the device from use, the retracting arm of the safety device broke. As a result the needle was not fully captured in the safety device and was exposed. No needlestick took place, there was no patient or clinical injury.